Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0gpeg01a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from greece reported that she obtained a blood glucose reading of 261 mg/dl on the contour next meter. Based on this reading, the customer took 22 units of insulin and started experiencing symptoms of hypoglycemia. The customer performed a repeat testing and obtained a reading of 50 mg/dl. The customer ate honey and performed another test obtaining a reading of 42 mg/dl. The customer stated that she recovered well after consuming honey. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.